Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was the 'settings not available, cannot provide your desired intensity settings'. It started probably in the last 4-5 days ago. Patient also mentioned they normally charged in the morning and evening and implanted neurostimulator was down to 40-50% or 60% and lately it was at 100%. The last 4 days it had been at 90%. Patient said it was not doing what it was supposed to do. Pt used their equipment. Pt was on group a. Pt went to group b and no message came up. Pt was able to increase, however, pt felt no stim. Pt increased to 7 and was still not feeling it. Pt was redirected to hcp. Pt called back stating they were sent a new controller a couple months ago and was still experiencing the same things as before. Something was not working properly with the controller for they kept getting settings are not available. Also they just plugged their rtm into the controller and both the ins and controller battery was at 90% when the ins would normally be at 30% 40% or 50% charge. Pt noted every once in a while when they would check to see if stimulation was on it would show it was off even though the pt did not turn it off, pt said it had been that way ever since they had it for it was periodically. Pt texted the medtronic rep this morning and did not hear from. Pt was redirected to their hcp.